Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was not returned. Neither images nor medical records were provided. The investigation is unconfirmed for the reported event. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter tilt. Filter malposition. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment, a detached fragment of a tilted filter was discovered in the right ventricle. Allegedly, multiple surgical procedures were performed to remove the vena cava filter successfully; although, an attempt to remove the detached limb fragment from the heart was unsuccessful. No other pertinent medical or patient information was provided surrounding these events. The patient status this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient implant card indicated that a jugular/subclavian vena cava filter was implanted. Conclusion: the investigation is inconclusive for the reported event. Based on the available information, the definitive root cause for this event is unknown. (B)(4).

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with dvt/pe. After an unknown amount of time post filter deployment, the filter was allegedly tilted and embedded in the ivc wall with a detached limb in the right ventricle (rv). Multiple percutaneous attempts were made to retrieve the filter and detached limb in the rv. The filter was retrieved; however, the detached limb in the rv remained in place. The patient allegedly experienced pressure in the chest. Based on a review of the medical records received, it was reported that a jugular/subclavian vena cava filter was implanted. No additional information was provided in the medical records received.